Manufacturer narrative:
Concomitant medical products: w1dr01, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection / erosion approximately three weeks post implant. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.